Manufacturer narrative:
H10: of the 2 malfunctions, the product catalog number of 1 device was updated to gfsg3097. No devices were returned, but medical records were provided for both malfunctions. One investigation confirmed for perforation of the ivc, filter tilt, limb detachment and retrieval difficulties. The other investigation confirmed for perforation of the ivc, filter limb detachment, filter tilt, but is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: b5; g4; h6 (device code + description: 4001 - patient device interaction problem). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the event indicated that model rf310f vena cava filter experienced difficulty to remove, malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. Two patients were involved with no patient consequences. Both patients were male ranging from 27 to 56 years of age. One patient weighed 74 kgs and the other patient's weight was not provided.

Manufacturer narrative:
Both lot numbers for the devices were not provided; therefore, manufacturing reviews could not be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove, malposition of device, detachment of device or device component, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes two malfunction events. A review of the event indicated that model rf310f vena cava filter experienced difficulty to remove, malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. Two patients were involved with no patient consequences. Patient identifiers were not provided for one patient and the other patient was male and (B)(6) years of age and their weight was not provided.